Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarms and scratches on screen of the insulin pump. Customer was able to read the display. Customer stated that the insulin pump had unexplained no delivery alarm battery life diminished under seven days. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected no delivery/insulin flow blocked alarm or drive/motor anomaly noted during testing. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Device was received with broken off the belt clip rails. The p-cap locks properly into place. (B)(4).